Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implant date: (B)(6) 2020. W1tr01 crtp, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and dyspnea. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient expired two days post notification of symptoms.